Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: d.2.b medical device type: jka d.2.a common device name: tubes, vials, systems, serum separators, blood collection investigation summary: bd received six samples and nine photos for investigation. All samples and photos showed a hole in the tubing. Additionally, 10 retained samples were visually inspected, and no damaged tubing was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: damaged/hole in product component. Bd initiated further root cause investigation relating to the issue of damaged tubing through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that during the use of a bd vacutainer® ultratouch¿ push button blood collection set, an unspecified number of units had cut tubing, resulting in leakage during use. No adverse patient or user impact was reported.